Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). After the tsc evaluated the data, it was determined that the cause for the discordant vancomycin result was user error: sample integrity. The tsc advised the customer to run samples from a sample rack l1qc l3qc initial draw of the sample and the redraw of the patient sample l1qc and l3qc again. The tsc indicated that the data did not support an instrument or hardware issue and that there were no instrument errors that occured during the time the sample was tested. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant result for vancomycin was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician, who questioned the result and requested a sample be redrawn. The customer used the redrawn sample as the corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.